Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found after the battery was replaced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed, the alleged issue began in (B)(6) 2012; the exact date/time is unknown. The patient tested reported blood glucose values of "345 mg/dl" with the subject meter and "217mg/dl" on another meter (unknown brand) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly manages his diabetes with apidra insulin and denied making any changes to his usual diabetes management routine in response to the alleged. He claimed, he took his insulin as usual (dose unknown) and approximately the same time he developed symptoms of "vision issues and was a little shaky." The patient stated, he associates these symptoms with a high blood glucose and reported that no additional treatment was received. The symptoms subsided after resting. He claimed on (B)(6) 2012, he tested on the subject meter and received a value of "600mg/dl." The patient stated, he did not have any symptoms of high blood glucose at this time. He stated, he took 20 units of apidra in response to the reading and went to the hospital an hour later. At the hospital, he stated his blood glucose was checked with a hospital meter and it was "400mg/dl." He was reportedly treated by the doctor with novolog insulin (dose unknown). He reported that he was in the hospital for 5 days until his blood glucose stabilized. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient associated his symptoms with high blood glucose and the results obtained were consistent with this and with the form of treatment received from the hcp. However, this complaint is being reported because the subject meter did not meet lfs's accuracy criteria.

Manufacturer narrative:
The meter involved in this complaint has been returned to lfs on (B)(4) 2012; however, the investigation has not yet begun. Once the evaluation is complete lfs will inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.